Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Though the incident could not be verified for this specific complaint, peelback has been a reoccurring issue and the possible root cause could be due to the tubing material. A trend for the peelback issue has been identified for this product line.CAPA 81917 has been initiated. See h10

Event description:
It was reported that unspecified bd¿ neoflon catheter was damaged. The following information was provided by the initial reporter: we have had a query in regards to one of your products for bd neoflons, the plastic ¿tube¿ part which is inserted into the vein is shedding when inserting on occasions.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that unspecified bd¿ neoflon catheter was damaged. The following information was provided by the initial reporter: we have had a query in regards to one of your products for bd neoflons, the plastic ¿tube¿ part which is inserted into the vein is shedding when inserting on occasions.